Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the standard insertion handle is a tool routinely used in the titanium cannulated lateral entry femoral nail expert nailing system (technique guide (B)(4)) as well as the titanium cannulated retrograde/antegrade femoral nail ((B)(4)) and titanium cannulated lateral entry femoral recon nails ((B)(4)) technique guides. The returned device shows fairly limited use consistent with only 3 years of use. The insertion handle (part #03.010.045) was returned and reported to have the locking anti-rotational tang broken off from the device. This condition is confirmed; the tang is no longer attached to the device. This is due to an attempt to rotate a femoral nail which had already been fully inserted within the patient¿s femur using the insertion handle. Because of the excessive force involved, this is not recommended by the technique guide and led to this complaint condition. Additionally, the underside of the device shows numerous indentations from hammer blows, and the grooves on the topside of the device show deformation along the edges. Drawing number (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Excessive force on the device not recommended by the technique guide has resulted in this confirmed complaint; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mid to distal femur fracture repair, the patient was reamed to appropriate diameter and a lateral entry femoral nail was inserted. The surgeon did not like the version of the nail and tried rotating the nail more posterior with the nail fully inserted. This resulted in the tang of the insertion handle breaking. The nail was extracted, a different handle was applied and the nail was reinserted. There was an hour delay in surgery. The surgery was successfully completed. This is report 1 of 1 for (B)(4).